Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an alarm for no disposable, clamp tubing. Upon restart, the pump alarms for no disposable, pump will not run. The pump settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and the tubing was assessed for air and kinks. Air bubbles were present in the line. The cassette was tapped on a hard surface and reattached. The pump was turned on and restarted. The pump display read run at the end of the call. No patient injury was reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.